Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer requested a log review for a multi-medication infusion between (B)(6) 2018 2100 and (B)(6) 2018 early am. The user reported that a secondary antibiotic infusion completed early in half of the time expected, and was discovered the morning of (B)(6) 2018. Lipid and tpn (started (B)(6) 2018 at 2100), were also infusing, and the lipid infusion was said to have ¿malfunctioned¿ and also ended early. The devices passed biomed testing after the event, and no sets were sequestered. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed or replicated. Log analysis confirmed that two separate antibiotic secondary infusions were programmed on (B)(6) 2018 between 1:14 am and 3:44 am. The first infusion was programmed for ciprofloxacin and infused for an hour based on the infusion parameters. The second infusion, for metronidazole, started at 3:11 am and infused for 30 minutes as expected based on the default programming parameters for the rate and vtbi. Testing and inspection of the pump module did not reveal any malfunctions and the device was infusing within specification. The root cause of the reported over infusion was not determined.

Event description:
The customer requested a log review for a multi-medication infusion between (B)(6) 2018 2100 and (B)(6) 2018 early am. The user reported that a secondary antibiotic infusion completed early in half of the time expected, and was discovered the morning of (B)(6) 2018. Lipid and tpn (started (B)(6) 2018 at 2100), were also infusing, and the lipid infusion was said to have ¿malfunctioned¿ and also ended early. The devices passed biomed testing after the event, and no sets were sequestered. No patient harm was reported.